Event description:
The 840 ventilator stopped ventilating while on a patient. The nellcor puritan bennett customer support engineer (cse) identified the main power cord had worked itself loose and was no longer supplying power to the ventilator. The vent had been running on the internal battery until the battery depleted and the vent stopped cycling. The unit was evaluated and it was noted that the display screen clearly identified that the unit was not running on ac and that the unit was running on the battery. The cse replaced the power cord and its retainer. There was no patient harm or injury noted. The unit passed extended self testing.